Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker replacement procedure, when the right ventricular (rv) lead was connected to the new implantable pulse generator (ipg) intermittent capture was observed. The lead was fully inserted in the ipg. A stylet was then inserted and the rv lead dislodged and fell down the inferior vena cava. The lead was explanted and replaced. No patient complications have been reported as a result of this event.